Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, belt clip slot, battery tube threads and with minor scratched display window.

Event description:
Customer reported via phone call that there are scratches in the insulin pump. Customer states that they had bumped into something. Customer asked if the insulin pump can be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.